Event description:
It was reported that during follow-up the implantable pulse generator (ipg) could not be interrogated, however the device was functional with a magnet rate of 100 beats per minute. The device will be replaced in a few months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4).